Event description:
After implant, the 24mm asd occluder, the patient experienced mitral valve reflux. The device was retrieved and a 22mm occluder was placed without mitral reflux and shunt.

Manufacturer narrative:
No imaging of the procedure was received. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The amplatzer septal occluder was received at aga medical in its original configuration. Following decontamination, the device was measured and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Our investigation was unable to determine the cause of the mitral valve reflux since no additional information was received. However, we have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.